Manufacturer narrative:
This customer reported seven (7) presumed falsely elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the patient results. The related report numbers are referenced in the respective 3500a forms for traceability.

Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii.on (B)(6) 2026 customer reported receiving an elevated leadcare ii pediatric patient blood lead test result of 4.5 ug/dl. Customer stated the patient was sent for confirmation testing and results were pending. Technical services (ts) requested a copy of the confirmation test results.customer reported the elevated leadcare ii patient blood lead test results started on (B)(6) 2026. Customer reported they were not present at the time the elevated test results were received. Customer reported two registered nurses conducted the testing. Customer reported level 1 and level 2 controls were within range upon opening the blood lead test kit on (B)(6) 2026. Customer did not provide the control values.customer reported level 1 and level 2 controls were out of range high when tested on (B)(6)2026. Customer retested the controls while on the phone with ts on (B)(6)2026. Customer reported both level 1 and level 2 controls were within range.during troubleshooting ts asked the customer to describe their method applied for collecting and preparing capillary blood. The customer described procedures that do not align with the instructions for use (IFU): drying patient hands with paper towels rather than allowing hands to air dry. Not removing the first drop of blood without touching the patient's skin. Not wiping away the excess blood on capillary tube.customer confirmed they do not use secondary devices for blood collection. Ts instructed the customer to follow the cdc recommendations for blood lead capillary collection and provided the cdc capillary collection video.on (B)(6)2026 the customer reported there have been no additional elevated results.customer stated they did not have the confirmation test results.customer reported to be satisfied by assistance provided by ts.